Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the helix was unintentionally protruding. The lead was removed and replaced. Further information was requested however was not provided.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and stretched and with clogged blood/tissue. X-ray examination found the helix was stretched consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. The reported event was isolated to the stretched helix in the helix region consistent with procedure damage.

Event description:
New information noted that there were no patient consequences post procedure.